Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during disinfection with an unspecified ultrafilter, a fluid leakage was observed. The qualified technician replaced the filter. There was no patient involvement. No additional information was available.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated by an onsite qualified technician. Upon onsite evaluation it was observed the ultrafilter was leaking. The reported condition was verified. To resolve the issue, the qualified technician replaced the ultrafilter. The most likely cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.